Manufacturer narrative:
Clarifications to e.1.: phone number:(B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 0.5 ml of juvéderm® volift¿ in upper right lip. Five days later, patient experienced swelling, pain, and purulent damage upper lip. Hcp treated patient with uoxifloxan 400 mg twice a day , ularithroucon 500 mg twice a day and incision drainage of pus from the lips. Symptoms has been resolved.